Event description:
In 2008, the patient reported that over the past 3 months, she has experienced 2-3 infusion sets that did not stick to her body for more than 12 hours. She stated that she uses her abdomen as an infusion site and she uses IV prep wipes. She has not changed any of her personal products or activities. No physiological effects were reported. The patient was sent different infusion site dressings to try. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.